Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving an unknown intrathecal drug (concentration and dose unknown) via an implantable pump for non-malignant pain. It was reported that the patient's doctor for some reason refused to turn the pump up. He has also told the patient that they are currently at a very low dose. One year ago, the pump went dry, and he filled it then decided to give me a little extra dose. It was reported when he did this, he overdosed the patient, gave them narcan and sent the patient to the hospital. It was noted the doctor refused to "turn up the box" and they were in a tremendous amount of pain. It was reported, "when I originally "got the box" I was told that this could be turned up to help the pain level as I got older, and the pain got worse." It was noted the patient needed help and was not getting it from the doctor.

Manufacturer narrative:
H6: codes have been updated to reflect additional information received. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) indicated that the patient was "lost" for follow-up and had insurance issues. The cause of the patient's increased pain was determined to be new pain complaints. Actions/interventions taken to resolve the issue included the patient being offered blocks.